Manufacturer narrative:
Event description: balloon burst occurred at 6-8 atm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an admiral xtreme balloon to treat a calcified lesion (90% stenosis) in the common iliac artery. The artery had moderate tortuosity. The device was prepped as per the IFU with no issues identified. The device did not pass through a previously deployed stent. Resistance was encountered advancing the device. Excessive force was not used advancing the device. It was reported the balloon burst during inflation at 6 atm. The balloon was removed with the catheter and replaced with a new device to complete the procedure. No patient injury was reported.